Event description:
It was reported that during a follow-up visit, with no patient symptoms, the device had no output and could not be interrogated. The pacemaker was explanted and interrogation again attempted. After a very light shake of the device, telemetry was reestablished. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: 0176210593 analysis determined battery bond wires had fractured. Specific movements of the patient could have caused a disconnection of both ends of the fractured wirebond wires, resulting in an interruption of the battery supply voltage, which could result in the reported no output.